Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she saw a manufacturer representative (rep) at her healthcare professional (hcp) office and she set things up and everything was okay and seemed to work for a little while and then it stopped working. The patient stated some days were better than others. The patient stated she did called the rep back and let her know it wasn't working for her and the rep set things up again. The patient stated she tried changing the stimulation herself and the programmer battery was a little low so changed it and the patient felt stimulation when she adjusted it with the programmer, but the minute she walked away from the programmer she did not feel stimulation anymore. The patient stated that when she went to the bathroom and put the programmer against her she felt stimulation and then when she was done it was like the stimulation shuts off. The patient stated that also seemed to ¿be the problem¿ when she was with the rep that set things up for her that felt stimulation when the was with her, but then afterwards the patient didn't feel stimulation. The patient stated that her symptoms weren't being controlled and that the hcp had increased her "ocybuten" because of the symptoms not being controlled. The patient stated they took "ocybuten" 3 times a day. Additional information from the rep on (B)(6) reported they did not have an exact date on when she spoke with the patient. The rep stated they did not know the patient was not feeling stimulation all the time. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.